Event description:
It was reported that the pt experienced elevated blood glucose levels.

Manufacturer narrative:
The pump has been returned to animas. Eval is not yet complete. When eval is completed, a supplemental report will be filed. No conclusion can be made at this time.